Event description:
Initial result for a patient sodium was 119 mmol/l. When repeated, the results was 136 mmol/l. The incorrect result was not used to guide therapy. The field service representative was unable to confirm any malfunction of the system.